Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Irritation (and pain) in the vaginal area [vulvovaginal discomfort] . Irritation (and pain) in the vaginal area - tampon [medical device site discomfort] . (Irritation and) pain in the vaginal area [vulvovaginal pain] . (Irritation and) pain in the vaginal area - tampon [medical device site pain] . Tampons falling apart [device breakage] . Tampons falling apart when taking out [complication of device removal] . Case narrative: consumer reported via phone that the tampon is falling apart during removal. No serious injury reported.